Manufacturer narrative:
The following fields have been updated with corrections: b.5. Event description: it was reported that while using bd veritor plus analyzer ¿a misassociation was observed by the laboratory personnel. A repeat test was used to confirm the misassociation. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that he analyzer registered a negative but synapsys registered a positive. " d.1. Device brand name: bd veritor plus analyzer. D.2. Device type: jjq; common device name: antigens, all groups, streptococcus spp. D.4. Device catalog #: 256066; UDI #: (B)(4); serial #: (B)(6). H.4. Device creation date: 2021-02-08.

Event description:
It was reported that while using bd veritor plus analyzer a misassociation was observed by the laboratory personnel. A repeat test was used to confirm the misassociation. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that he analyzer registered a negative but synapsys registered a positive. "

Manufacturer narrative:
H.6. Investigation: the complaint was created for synapsys communication issues on the bd veritor plus analyzer (p/n 256066, s/n (B)(6). The customer reports issue where mismatch in result registered with synapsys. The device history record for bd veritor plus analyzer, sn (B)(6), was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, and final packing test and manual inspection. The veritor plus analyzer, sn (B)(6), was not returned for investigation. Bd veritor plus analyzer was not returned for investigation and the pictures provided by the customer are not enough to confirm the issue. Therefore the root cause cannot be determined as csv files were not available. Based on these evidences the complaint is unconfirmed. Bd quality will continue to monitor for trends related to the veritor system.

Event description:
It was reported that while using bd veritor plus analyzer ¿a misassociation was observed by the laboratory personnel. A repeat test was used to confirm the misassociation. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that he analyzer registered a negative but synapsys registered a positive. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ a misassociation was observed by the laboratory personnel. A repeat test was used to confirm the misassociation. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that he analyzer registered a negative but synapsys registered a positive.